Manufacturer narrative:
The returned device was evaluated. During an inspection of the device, the unit was unable to power on using ac or dc power sources, and the green led indicating connection to ac power did not illuminate. No flickering led was found indicated. The main system board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over five (5) months with no previous reported issues related to this reported event.

Event description:
The customer reported intermittent flickering of leds. No consequences or impact to patient were reported.